Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced small burns and blisters following treatment on the cheeks. Reportedly nothing usual was noticed during the treatment. Additional information has been requested but has not been received.

Manufacturer narrative:
During an internal review, it was identified that the medwatch report for this event was electronically submitted to FDA with an MDR number that was generated using (B)(4) as the registration number. The correct registration number that should have been used to generate the MDR number is (B)(4).

Manufacturer narrative:
Correction: reportedly nothing unusual was noticed during the treatment. Requested treatment tip is not available for return and thus could not be evaluated. A review of the manufacturing records showed all requirements were met. An evaluation of the data card indicated error messages were prompted during the treatment to alert the user that the on screen instructions are not being followed or there is a problem due to rf noise; also, error messages were prompted to alert the operator is not maintaining full contact to skin with consistent and sufficient force during rep delivery. If errors occur during treatment the rf delivery is stopped and the system will display instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.